Event description:
It was further reported the pt was enrolled in the program in mar 2004. Target lesion 1 was identified in the mid rca with 95% stenosis and 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. Target lesion 3 (8 mm long) was also identified in the proximal rca 90% stenosis and a 3.0 mm reference vessel daimeter. Target lesion 3 was treated with predilatation and placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. Following an 18-hour integrilin infusion, the pt was discharged. The pt presented in july 2004 with unstable angina. Angiogram demonstrated instent restenosis as well as development of severe three-vessel coronary disease. Lvef=25-30%. The pt's stress test was remarkable for a large area of ischemia involving the inferior wall. Cardiac catheterization the next day revealed: rca - 100% occluded at its origin, distal rca filled via left to right collateral, lmca - normal, lad - 50% mid stenosis of the 1st diag, 75% narrowing at the ostium of the 3rd diag, 75% narrowing just after the 3rd diag, lcx - 75% narrowing of the distal 1st ob marg; 2nd ob marg was normal, lvef = 35% anterolateral and diaphragmatic segments were hypokinetic and the posterobasal segment was akinetic. Eight days later, the pt was admitted and underwent off pump CABG x 4 as follows: lima to lad, svg to pla, svg to 1st diag, svg to pda. The pt was taken to the ICU in stable condition. The pt developed postoperative atrial fibrillaton which was medically treated. The pt did not tolerate this well and was cardioverted which failed. The pt was then able to be chemically converted and exhibited no atrial fibrillation 48 hours prior to discharge. The pt was discharged to home eight days later on asa and plavix. Causality: relationship to taxus stent: probable.

Event description:
Same case as MFR # 6000089-2004-01033, 01034. It was reported that 3 mos after a coronary drug eluting stenting treatment procedure, the pt was sent for coronary artery bypass grafting surgery as a target vessel reintervention for the right coronary artery (rca). Add'l info has been requested.